Event description:
Inbound. Pc only. Patient noticed there is a piece of plastic that lines up with the sensor causing the no disposable alarm, cassette lot number not available. No further details provided.